Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and uterine haemorrhage ("abnormal uterine bleeding/ uterine bleeding") in an adult female patient who had essure (batch no. 688828-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included skin flap necrosis (right breast mastectomy.), smoker, breast cancer, hypertension (father, mother, paternal (aunt and uncle), maternal grandmother, maternal grandfather, paternal grand father and paternal grandmother.), low back pain, panic disorder (in the past.), osteoarthritis, gastrointestinal ulcer (in the past.), genital bleeding, endometrial atrophy, anxiety and back injury. Concomitant products included cocos nucifera oil (coconut oil) and paracetamol (tylenol) for nausea and vomiting. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), menstrual disorder ("menstruation issues") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingooopherectomy and oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the uterine haemorrhage, menorrhagia, vaginal haemorrhage, menstrual disorder and hormone level abnormal outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abnormal uterine bleeding, pelvic pain¿. Most recent follow-up information incorporated above includes: on 16-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complication from the essure device). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. 688828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included flap necrosis (right breast mastectomy.), smoker, breast cancer, hypertension (father, mother, paternal (aunt and uncle), maternal grandmother, maternal grandfather, paternal grand father and paternal grandmother.), low back pain, panic disorder (in the past.), osteoarthritis, gastrointestinal ulcer (in the past.), genital bleeding, endometrial atrophy, anxiety and back injury. Concomitant products included cocos nucifera oil (coconut oil) and paracetamol (acetaminophen) for nausea and vomiting. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingooopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the uterine haemorrhage, menorrhagia, vaginal haemorrhage and menstrual disorder outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abnormal uterine bleeding, pelvic pain¿. Most recent follow-up information incorporated above includes: on 2-mar-2018: fu1 and fu2 processed together. Medical record was received reporter information, concomitant disease, abnormal uterine bleeding was added from mr. On 2-mar-2018: plaintiff fact sheet and medical record was received events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia. Reporter information, concomitant disease was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and uterine haemorrhage ("abnormal uterine bleeding/ uterine bleeding") in a 39-year-old female patient who had essure (batch no. 688828-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included skin flap necrosis (right breast mastectomy.), smoker, breast cancer, hypertension (father, mother, paternal (aunt and uncle), maternal grandmother, maternal grandfather, paternal grand father and paternal grandmother.), low back pain, panic disorder (in the past.), osteoarthritis, gastrointestinal ulcer (in the past.), genital bleeding, endometrial atrophy, anxiety and back injury. Concomitant products included cocos nucifera oil (coconut oil) and paracetamol (tylenol) for nausea and vomiting as well as nsaid's and paracetamol (acetaminophen). On (B)(6)2010, the patient had essure inserted. In march 2010, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psychological or psychiatric problem: depression") and anxiety ("mental anguish"), 2 months 16 days after insertion of essure. On (B)(6)2010, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problem"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal area"), back pain ("low back pain area") and groin pain ("groin area") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingooopherectomy and oophorectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, back pain and groin pain had resolved and the menstrual disorder, hormone level abnormal, depression, anxiety, alopecia and tooth disorder outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, groin pain, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abnormal uterine bleeding, pelvic pain¿. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Events hair loss, dental problem, abdominal area, low back pain area and groin area were added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and uterine haemorrhage ("abnormal uterine bleeding/ uterine bleeding") in an adult female patient who had essure (batch no. 688828-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included skin flap necrosis (right breast mastectomy.), smoker, breast cancer, hypertension (father, mother, paternal (aunt and uncle), maternal grandmother, maternal grandfather, paternal grand father and paternal grandmother.), low back pain, panic disorder (in the past.), osteoarthritis, gastrointestinal ulcer (in the past.), genital bleeding, endometrial atrophy, anxiety and back injury. Concomitant products included cocos nucifera oil (coconut oil) and paracetamol (tylenol) for nausea and vomiting as well as nsaid's and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingooophorectomy and oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the uterine haemorrhage, menorrhagia, vaginal haemorrhage, menstrual disorder, hormone level abnormal, depression and anxiety outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, depression, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abnormal uterine bleeding, pelvic pain¿. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received. Events: depression and mental anguish were added. Concomitant drugs were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and uterine haemorrhage ("abnormal uterine bleeding/ uterine bleeding") in a female patient who had essure (batch no. 688828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included skin flap necrosis (right breast mastectomy.), smoker, breast cancer, hypertension (father, mother, paternal (aunt and uncle), maternal grandmother, maternal grandfather, paternal grand father and paternal grandmother.), low back pain, panic disorder (in the past.), osteoarthritis, gastrointestinal ulcer (in the past.), genital bleeding, endometrial atrophy, anxiety and back injury. Concomitant products included cocos nucifera oil (coconut oil) and paracetamol (tylenol) for nausea and vomiting. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), menstrual disorder ("menstruation issues") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingooopherectomy and oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the uterine haemorrhage, menorrhagia, vaginal haemorrhage, menstrual disorder and hormone level abnormal outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abnormal uterine bleeding, pelvic pain¿. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs received. Event added: hormonal changes. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and uterine haemorrhage ("abnormal uterine bleeding/ uterine bleeding") in a 39-year-old female patient who had essure (batch no. 688828-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome and arthritis. Concurrent conditions included skin flap necrosis (right breast mastectomy.), smoker, breast cancer, hypertension (father, mother, paternal (aunt and uncle), maternal grandmother, maternal grandfather, paternal grand father and paternal grandmother.), low back pain, panic disorder (in the past.), osteoarthritis, gastrointestinal ulcer (in the past.), genital bleeding, endometrial atrophy, anxiety and back injury. Concomitant products included cocos nucifera oil (coconut oil) and paracetamol (tylenol) for nausea and vomiting as well as amlodipine, colecalciferol (cholecalciferol), contraceptives, exemestane, hyoscyamine, metoprolol, nsaids, paracetamol (acetaminophen), paroxetine hydrochloride (paxil) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psychological or psychiatric problem: depression") and anxiety ("psychological or psychiatric problem: mental anguish/ anxiety"), 2 months 16 days after insertion of essure. In (B)(6)2010, the patient experienced abdominal pain ("abdominal area") and back pain ("low back pain area"). On (B)(6)2010, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problem"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), groin pain ("groin area") and panic disorder ("panic disorder") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingooophorectomy/ d & c). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, back pain and groin pain had resolved and the menstrual disorder, hormone level abnormal, depression, anxiety, alopecia, tooth disorder and panic disorder outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, groin pain, hormone level abnormal, menorrhagia, menstrual disorder, panic disorder, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal uterine bleeding and pelvic pain¿. Most recent follow-up information incorporated above includes: on 5-mar-2019: plaintiff fact sheet received. Event panic disorder was added. Other relevant history updated. Product information details updated. On 5-mar-2019: no new significant information was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 39-year-old female patient who had essure (batch no. 688828-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome and arthritis. Concurrent conditions included skin flap necrosis (right breast mastectomy.), smoker, breast cancer, hypertension (father, mother, paternal (aunt and uncle), maternal grandmother, maternal grandfather, paternal grand father and paternal grandmother.), low back pain, panic disorder (in the past.), osteoarthritis, gastrointestinal ulcer (in the past.), genital bleeding, endometrial atrophy, anxiety and back injury. Concomitant products included cocos nucifera oil (coconut oil) and paracetamol (tylenol) for nausea and vomiting as well as amlodipine, colecalciferol (cholecalciferol), contraceptives, exemestane, hyoscyamine, metoprolol, nsaids, paracetamol (acetaminophen), paroxetine hydrochloride (paxil) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced uterine haemorrhage ("abnormal uterine bleeding/ uterine bleeding"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psychological or psychiatric problem: depression") and anxiety ("psychological or psychiatric problem: mental anguish/ anxiety"), 2 months 16 days after insertion of essure. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal area") and back pain ("low back pain area"). On (B)(6) 2010, the patient experienced alopecia ("hair loss/ hair thinning") and tooth disorder ("dental problem"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), groin pain ("groin area"), panic disorder ("panic disorder") and stress ("stress") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingooopherectomy/ d & c). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, back pain and groin pain had resolved, the menstrual disorder, hormone level abnormal, depression, anxiety, tooth disorder, panic disorder and stress outcome was unknown and the alopecia had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, groin pain, hormone level abnormal, menorrhagia, menstrual disorder, panic disorder, pelvic pain, stress, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had removed (B)(6) 2014 and got her hysterectomy (B)(6) 2014. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal uterine bleeding and pelvic pain¿. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event "stress". Outcome of event alopecia was not recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.